Manufacturer narrative:
Clarification to g3: initial MDR aware date was 03/dec/2021. The initial MDR was submitted within 30 days of receiving reportable information." Additional, changed, and/or corrected data.

Event description:
Health professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Health professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/18/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.